Manufacturer narrative:
(B)(4). Evaluation, results: incorrect technique/ procedure (shaft kinked during procedure, impacted on aspiration). Conclusion: use error caused or contributed to the event (shaft kinked during the procedure, impacted on aspiration).

Event description:
The physician was using a diver ce kit device to treat a patient who was having an acute mi. During the procedure, it was noted that there was difficulty encountered during debris removal. It was difficult to aspirate. Several attempts were made but these failed. The procedural guide wire was flushed thoroughly prior to use. No difficulty encountered when flushing the device. The device was inspected prior to use with no abnormalities noted. No resistance noted when loading the device onto the guide wire, through the haemostatic valve or when loading the device into the guide catheter. An extension line was used. Device evaluation: the device was received in the original box with the tray and all accessories. Several kinked portions were detected on the proximal tube which impacted on the aspiration test carried out during the evaluation. A 0.80mm stylet was inserted through all proximal shaft length and no obstruction detected, only on the kinked zone friction was felt. Another kink was detected on the bilumen tube, close to the join with the median tube. No other dimensional abnormalities were detected on the device.